Manufacturer narrative:
Section b3: as the day of the event is unknown, the event date is estimated as february of 2025. Section d4: the lot number of the product is unknown without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed as the lot number is unknown. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported by the sales representative that the patient was experiencing pain. It was later reported by the patient that her pain increases when she is treating with the unit. This has been occurring since the patient started treatment. The patient has not increased her level of daily activity. The patient is only treating during the day for around 8 hours per day it was later reported that the pain level is a 5 on a scale of 1-10, with 10 being the worst. The patient started treating for up to 4 hours per day and will continue to increase her treatment time. On (B)(6) 2025, it was reported that the patient is treating for about 4 to 5 hours or until she experiences pain. The pain was rated a 9 on a scale of 1-10. The patient contacted their doctor due to the pain and was prescribed percocet. The patient is going to continue treatment as much as she can tolerate. No further information was provided. The product has not been returned for evaluation.

Manufacturer narrative:
Section b3: as the day of the event is unknown, the event date is estimated as february of 2025. Section d4: the lot number of the product is unknown. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was unable to be reviewed as the lot number of the product is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Related manufacturer's report: MFR#0002242816-2025-00059.

Event description:
It was reported by the sales representative that the patient was experiencing pain. It was later reported by the patient that her pain increases when she is treating with the unit. This has been occurring since the patient started treatment. The patient has not increased her level of daily activity. The patient is only treating during the day for around 8 hours per day. It was later reported that the pain level is a 5 on a scale of 1-10, with 10 being the worst. The patient started treating for up to 4 hours per day and will continue to increase her treatment time. On (B)(6) 2025, it was reported that the patient is treating for about 4 to 5 hours or until she experiences pain. The pain was rated a 9 on a scale of 1-10. The patient contacted their doctor due to the pain and was prescribed percocet. The patient is going to continue treatment as much as she can tolerate. No further information was provided. The product has not been returned for evaluation.